Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) representative that the opt312 junior cannula was too wide to fit on a premature baby. They further reported that the prongs were coming out of the nose and the cannula was unable to be secured. The hospital also reported that the baby began to deteriorate and that a change in set up to an rt329 infant continuous flow breathing circuit stabilised the baby. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Since the reported incident an fph representative has been in contact with the hospital and our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint (B)(4) junior cannula was not returned to fisher & paykel healthcare for evaluation. The hospital disposed of the device before we could request it for investigation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the hospital further reported that the complaint device was not kept for investigation as they did not believe it was faulty. The problem reported by the hospital was a cannula fitting issue. Conclusion: due to incorrect fitting the cannula was coming out of the nares and the patient started to desaturate. Upon changing the set up to an rt329 infant continuous flow breathing circuit the patient stabilised. Since the reported incident an fph representative has visited the hospital and has provided additional training on the correct fitting and sizing of the optiflow junior cannula. The hospital further informed us that there were no more issues related to sizing and fitting of the optiflow junior cannula.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) representative that the opt312 junior cannula was too wide to fit on a premature baby. They further reported that the prongs were coming out of the nose and the cannula was unable to be secured. The hospital also reported that the baby began to deteriorate and that a change in set up to an rt329 infant continuous flow breathing circuit stabilised the baby. No patient consequence was reported.